Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, no additional information had been provided. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 26-feb-2018 and installed at the customers site on (B)(6) 2018. A lumenis service engineer visited the site two (2) days after the reported event and examined the laser system. The engineer discovered coolant well below the minimum fill level. Filled coolant and restarted the system. Cooling flow error no longer appeared. The engineer performed pm as per service manual, tested for power output, alignment, and functionality. The device was found to have met lumenis specifications and ready for use. A review of system risk files ((B)(4)) revealed risk #2.4.2 "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A two year historical review of similar complaints revealed that the same malfunction of pulse 120 laser systems "overheating" has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. In this case, it was reported that during a procedure, the laser was presenting an overheat error message on the display. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition. Although the device malfunction did not cause or contribute to any change in the patient's condition, since no additional information had been provided. In an abundance of caution, lumenis is reporting this malfunction. The cause for the 'overheat error' was determined to be coolant well below the minimum fill level. Unrelated to the event, lumenis has initiated CAPA # (B)(4) to further investigate and address coolant level issues with the p120 laser. This complaint is being closed to CAPA (B)(4), and therefore follow-up MDR is not required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h was being utilized, the laser was presenting an 'overheat' error message on the display. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.